Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The nurse noticed that desaturation red alarm visual latching was ending prior to silencing or pausing the alarm. No adverse event was reported.